Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 350974, competitor lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patients left ventricular (lv) lead exhibited high thresholds and loss of capture. A lead dislodgement was confirmed via fluoroscopy. A lead revision was completed and the lead remains in use. No patient complications have been reported as a result of this event.